Manufacturer narrative:
Eval - conclusion is no longer applicable to this event.

Event description:
Additional information received reported that the patient was still having a lack of therapeutic effect and diagnostic tests were being planned following the already reported aspiration issues with the catheter access port (cap). The patient was referred to a surgical healthcare provider (hcp) and diagnostics were being planned on the catheter to make sure it was patent. It was noted that there were no problems in the pump logs in relation. There were no specific symptoms reported by the patient except of the ongoing lack of efficacy. The reporter stated that "as far as withdrawal, the patient is okay". The pump was filled with preservative free saline on (B)(6) 2012 and placed at min rate until further testing was completed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient had no therapeutic effect since implant. The patient's dose had been increased which had no effect on her pain symptoms. The patient had a successful trial in (B)(6) 2012. The original location of the catheter was unknown. The reservoir volume was checked and 14 ml was removed which was "exactly what they were expecting". It was noted the patient had changed healthcare providers (hcp) and the hcp had limited information. The hcp could not aspirate any fluid from the catheter access port (cap). It was noted the sutureless connector looked "okay" under fluoroscopy. It was later reported the patient was referred to a neurosurgeon for further evaluation. The device system was used to deliver bupivacaine and morphine. Additional information has been requested but was not available as of the date of this report.